Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated the aligners cut their tongue, caused sores on their gums and inside of their cheek. They also state that they got an infection due to the cut.